Event description:
It was reported that the port was implanted in the pt in 1999 for chemotherapy. On the event date, resistance was met when the nurse attempted to flush the port. The pt felt some discomfort, and later that same day a 16cm piece of the port catheter was removed in interventional radiology. Removal of the port is planned and the pt has not experienced any other complications.